Event description:
During the procedure the guide wire coiled in the pt's arm and snapped during the attempted removal. The mandril wire appeared to stretch out during removal from the needle and skin site. Surgical intervention was required to remove the separated segment, however during the attempt to surgically remove the tip of the wire, it was noted to be lodged inside connective tissue. As a result, the separated segment was not removed.